Event description:
This is a follow up report.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously elevated troponin (accutni) results for multiple patients generated by the unicel dxc 600i access immunoassay system. The customer reported the results were discrepant but did not specify how the repeat patient results re-produced or what assay range those repeat results fell within. Actual patient data for this event has only been supplied for two (2) patients on two different dates ((B)(6) 2011 and (B)(6) 2011) and the additional reports of discrepant accutni results were not accounted for in the supplied data. This report documents the results that were generated on (B)(6) 2011. The provided patient data indicates the customer obtained imprecise elevated results within the risk stratification range and above the acute myocardial infarction (ami) cut-off for one (1) patient. The erroneous results were reported out of the laboratory. It is unknown if there were any changes to patient treatment or affects to the patient in connection to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date for this event. Qc was performing within the customer's established limits on the date of the event. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse performed a passing system check and a passing high sensitivity system check within instrument specifications. The fse also performed additional service assays within instrument specifications and 50 test replicates of qc within the customer's established limits. The fse advised the customer to check their pre-analytical procedure to ensure proper sample handling was occurring in the customer's laboratory. Although pre-analytical sample handling was discussed with the customer at the time of service, a definitive root cause for this event has not been determined to date with the information provided. This report is related to MDR 2122870-2011-04717 that is documenting patient results generated on a separate date for the similar event that occurred at this customer site.

Manufacturer narrative:
The "high" results were not reported out of the laboratory due to the customer's policy to repeat all elevated accutni results.